Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a trial patient. It was reported that patient was trialing device for retention. The caller stated that prior to start of trial, patient was able to void a little bit on her own, but now patient is not able to void at all. Patient was doing worse since starting trial. Patient was hardly voiding at all and they were sick all day yesterday from the antibiotics provided by healthcare provider. Patient stopped felling stimulation today and caller increased stimulation by one and patient still was not feeling any stimulation. It was indicated that patient was not feeling stimulation while therapy was on. The patient was now in bed resting, so the caller would try increasing stimulation later when patient is up. The caller stated they would increase stimulation to point where patient is feeling it comfortably and keep diary of symptom.